Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the initial firing the jaws locked on the cystic duct and would not open. The surgeon pulled the handle but the jaws still would not open. The device was ripped off the duct. The tissue damage was repaired with another device. No patient impact. The device was discarded.